Event description:
It was reported that the liquid crystal display (lcd) monitor would not turn on. The issue occurred during preparation for use intended for an unspecified procedure. It was noted that the procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation and the information provided, it(event 1: the power was not turned on at all when checking before use) may have resulted in an electrical overload such as lightning or static electricity, or an event in which the power cannot be turned on due to a heat-generating power supply board failure caused by moisture absorption degradation and it(event 2: looking back of the monitor, there are brownish discolored areas and areas with heat) was estimated that the rear cover was continuously heated and deteriorated or discolored after being energized for a long time. However, the cause of the events could not be determined. Olympus will continue to monitor field performance for this device.